Manufacturer narrative:
The subassembly in question is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international in another country. The finished product is further assembled, packaged and sterilized by smiths medical international. One sample was received with the tubing missing from the female luer lock, which was not returned for eval. There was no evidence of solvent being present inside the tubing taper of the female luer lock. The tubing taper of the female luer lock was measured and met specifications. The lot number of the sub assembly used in the MFR of the set was not available for review of the device history record. Without the missing tubing and the lot # of the product involved, no further investigation can be performed. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored for trend. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
A facility in another country, reported to smiths medical that the line detached at the luer. There was no pt injury or treatment reported with this event.